Event description:
The user facility reported an air leak was observed at the connector part of the endoeye flex deflectable videoscope. There was no report of patient harm or user injury due to the event. The device was returned to an olympus service center for evaluation and the customer's complaint was confirmed. Additionally, service found the adhesive of the objective lens was peeled off. This report is being submitted for the reportable malfunction that was identified during the evaluation (adhesive part of the objective lens was peeled off).

Manufacturer narrative:
The adhesive part of the objective lens being peeled off was found to be caused by deterioration or breakage of the adhesive due to chemical or physical stress being applied. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely the issue was caused by stress from repeated use, external factors, or handling. However, a definitive root cause could not be determined. Further evaluation of the device confirmed leakage due to a hole in the universal cord from external factors. The adhesive rubber was chipped, and the video connector was cracked. Several device components were observed to be scratched due to external factors such as physical and chemical stresses. Per the legal manufacturer, the other device defects found by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.